Event description:
It was reported that the drill bits broke during surgery while drilling. No known impact or consequence to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: unknown drill bit unknown. G2: foreign: jordan. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2024 - 00730. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- drill. Visual examination of the provided pictures identified two drill bits broken in half. No further evaluation can be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event for the known drill. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.